Event description:
It was reported that the customer went into a diabetic coma. Reportedly, the customer came out of the coma on(B)(6) 2025. Additional information was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.